Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient has not charged the ipg in over 30 days, and the ipg is inoperable. Patient did not charge the ipg due to breaking the charging wand. Troubleshooting was attempted but the ipg would not communicate with external devices. As a result, surgical intervention may occur to address the issue.